Event description:
Allegedly revised for suspected pseudotumor. Neck, head, cup and stem removed and sent to (B)(4) for further testing by the hospital. Tissue removed for histology and investigation. Bmi: 29.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02543, 02542.